Event description:
This pt had had prior placement of a port-a-cath for infusion and in 1999, the pt was undergoing removal of the port and catheter when the catheter broke off in its mid portion and there is a free catheter fragment that passed into the right ventricle and was removed.